Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator, the patient called the vad office to report that his new controller (which had previously been his backup) was alarming, but he had no audible tones coming from the controller. The patient was unable to come back to clinic that day, so he was scheduled to come in to clinic on (B)(6) 2016. The vad coordinator did have the patient disconnect a power source for 30 seconds. There was no audible low priority alarm noted, just the visual indicators on the controller screen. The patient came to clinic on (B)(6) as planned. The patient's primary controller was again verified as not having any audible tones. The site performed an elective controller exchange which the patient tolerated well with minimal pump off time. The site contacted the patient on (B)(6) 2016 and verified that he has had no further issues with his controllers. No additional information available.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. Controller con097141 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed; the controller's alarm sound was mute.  After careful internal inspection, it was observed that the speaker cable was not fully connected to the speaker socket. There were no signs of corrosion or leakage on the controller's internal battery (bt2). The speaker socket (p4) was reconnected and the loudness of the audible alarms was normal as compared to known working controllers. This failure was possibly due to a manufacturing process deviation. Additionally, the controller was received with its real time clock (rtc) reset to zero (year 2000). However, when the date and time were set to the actual time and the internal battery allowed to recharge, the controller was able to keep date and time accurately. This condition was probably caused by the controller being in storage and not used for an extended period of time. Supplemental testing shows that both the controller's internal battery (bt2) and the charging subsystem work properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.